Event description:
Caller states the patient tested 2.3 inr on the coaguchek pst system and 3.0 inr on the coaguchek xs system. No action was taken based on device results. No adverse event reported. Requested return of suspect device, however, caller states strips are unavailable for return.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. (B) (4).